Event description:
It was reported the patient was admitted to the hospital in 2006. The multi-lumen catheter was placed via left subclavian. Six days later, during a routine blood withdrawal, the clinician noticed leaking from the insertion site. Three days later, pink clear drainage was noted. Two days later, the purulent drainage was noted. Approx 2 months later,the catheter was discontinued. The tip of the catheter was tested and was positive for pseudomonas. As a result, a peripheral catheter was inserted into the patient's right antecubital vein. The patient was released to go home 22 days after catheter placement. There were no reported patient complications. The sample will not be returned. A follow-up report will be filed if more information becomes available.